Event description:
Capture anomaly and high threshold were observed on rv lead. Upon removing the lead from the header, the pin was found broken. The patient became septic from uti. The lead was removed.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
Boston scientific crm received information that this pacemaker did not pass a portion of the returned products testing, suggesting a possible performance issue.